Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed three time unexpected restart and external ram crc error. Customer's blood glucose was 8.8mmol/l. Temp basal was not programmed prior to alarm occurring. The device was not stored for a long period of time and a new battery was not just inserted. Alarms occurred during normal use. No further information reported.

Manufacturer narrative:
The pump was received with a constant tone and frozen display due to a faulty mother board. Unable to confirm any alarm due to the frozen display. The pump also had minor scratches on the lcd window and cracked reservoir tube lip.